Event description:
Additional information received indicated that the patient was stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital following multiple episodes of tachycardia. Upon interrogation, the electrograms were unable to be reviewed. The physician believes the therapy to be appropriate. The patient remains hospitalized to determine resolution of the issue.